Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an adverse event. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
Additional information was received that per the physician, the cause of death was severe heart failure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was deceased. Cause of death was unknown. The patient was awaiting a heart transplant. No information was available about the event other than a patient with this implantable cardioverter defibrillator (ICD) died. The physician requested device interrogation to see if there were any events recorded prior to death. Date of death was unknown. There were no allegations against the device. Save to disk revealed the patient died on (B)(6) 2013 (approximately 2 months post implant of the ICD). It was reported the ICD appeared to be effective in terminating the lethal arrhythmia, the patient's heart rhythm continued to deteriorate into another lethal arrhythmia and the ICD tried again to terminate the arrhythmia. This cycle continued repeatedly. The physician will need to determine the cause of death: either a failing heart with very poor pump function or ventricular tachycardia (vt) storm. The medtronic representative planned to discuss with the physician. No further information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.